Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process.

Event description:
The customer observed (B)(6) elevated igg antibody to (B)(6) virus results while using architect havab-igg reagents. The following data was provided for the same patient. Result 1 (no sid or test date provided) (B)(6). Result 2 (sid (B)(6) tested (B)(6) 2015) initial (B)(6). Due to the 2015 (B)(6) results, the patient was advised not to get vaccinated. The patient was diagnosed (B)(6) infection and testing on (B)(6) 2017 (sid (B)(6)) showed (B)(6) igm (B)(6) results (((B)(6)). No additional igg values were provided. The patient presented with acute (B)(6) infection in (B)(6) 2018. The customer indicated that the patient may not have contracted acute (B)(6) had they been vaccinated.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, field data review, and specificity testing. Returns were not available. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The architect havab-igg assay demonstrated a specificity of > 99.17% in a study testing serum and plasma specimens from randomly selected blood donors (bd) and randomly selected hospitalized patients (hp). The product package insert limitations of the procedure section includes instructions that if the igg anti-hav results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. Abbott link world wide data was used to evaluate historical product field performance. The product, architect havab-g assay is retired. Patient data was analyzed and compared to an established control limit for lots in the field from february 2014 to december 2015. The evaluation indicated that the patient median result for the complaint lot was comparable to other lots in the field. No unusual reagent lot performance was identified. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Lot 54091li00 used for the testing contains identical bulk reagents as the complaint lot 54090li00). Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.